Event description:
Reportable based on results of analysis, approved on the date of event. It was reported that during a procedure to dilate a lesion in the common femoral artery, a blade on the 2cm peripheral cutting balloon was partially lifted from the balloon. This followed successful dilation, and was noted upon removal from a 7f introducer sheath. Clinical f/u provided that there was no detachment of the blade, only a curving of the blade. No resistance was noted, as well as no balloon rupture. No pt complications were reported. Analysis results showed that one blade was partially detached.

Manufacturer narrative:
The catheter was returned with one blade partially detached. Urethane was missing from the end of the blade and still attached to balloon which indicates force was necessary to remove the blade from the balloon. Urethane was present on the remaining part of the blade. The other three blades were present and intact to the balloon surface. It was noted that three of the blades were bent. The catheter was inflated to 6 atm and a leak was evident on the distal end of the balloon. A blade mark was evident near the leak location. A device history records review has been carried out on the reported lot eg5524, where no deviations in relation to this complaint were noted for the batch. No root cause could be determined.